Manufacturer narrative:
Device mfg records were reviewed. Review of mfg records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
It was reported by a company rep that a vns pt underwent generator removal surgery due to infection. The pt was positive for cultures of (B)(6) and gas and went into toxic shock. The pt is doing better now and at the moment plans are to re-implant the pt once the infection is cleared. Additional info was received from the pt's treating neurologist indicating the pt got the infection following her battery replacement. Review of DHR revealed the generator underwent hp sterilization on (B)(6) 2010.